Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s touchscreen was intermittently unresponsive, requiring multiple attempts to register inputs, and responsiveness improved when placed on the charging pad; the screen protector had been removed, the screen was cleaned, a stylus was tried, and device restarts and a capacitive touch recalibration were performed, after which the screen remained unusable off the charger and the pump was replaced. Symptoms included difficulty interacting with the touchscreen. Outcomes included no effect on blood glucose, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included customer troubleshooting, remote assessment, and evaluation of device behavior during charging and after forced recalibration and restart. Investigation of this device revealed a nonresponsive touchscreen consistent with a touchscreen hardware or capacitive sensor malfunction. The device suffered an impact to the display which has caused it to not respond periodically. Source of the impact is unknown.